Event description:
Information was received indicating that the cuff to a smiths medical portex bivona adult tts tracheostomy tube was reported to have ruptured. There were no reported adverse effects.